Event description:
Customer called to report high bgs. Hbgs were treated with manual injeciton. It was stated that the plunger was not moving forward and the insulin was not exiting. Troubleshooting was performed. The insulin did not exit.